Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which the right side possibly deflated after implantation. Patient felt weird and her implant felt smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/24/2019, additional information indicated that the suspect device catalog number is 3503380, and lot number is 6495105. The replacement device for the left side is lot number 6461981, cat number 3503380. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The replacement device is catalog number lot number 6461981, cat number 3503380. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/3/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary completed on 5/15/2019: during evaluation of the sample it was noticed a tear located in the union between the patch and the shell. Microscopic examination was performed on it and no evidence of instrument damaged was observed. Also it was noticed several creases in the anterior aspect. No other anomalies were found. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/27/2019, additional information indicated that the suspect device catalog number is 3503251bc, serial number is (B)(4). Date of explantation was on (B)(6) 2019. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient underwent bilateral removal and replacement with unknown devices. Manufacturer¿s reference number: (B)(4).